Manufacturer narrative:
The referenced report of the pump exchange on (B)(6) 2017 is covered under medwatch MFR report # 2916596-2017-02759. The report of a malpositioned inflow conduit could not be confirmed. Evaluation of submitted system controller log file that contained data from (B)(6) 2016 captured several consecutive low flow hazards on (B)(6) 2016 at 10:02 where the calculated flow was captured as 2.4 lpm. Pump speed was increased from 9000 to 9400 rpms on (B)(6) 2016 at 14:02 and no further low flow alarms were captured. Besides these low flow alarms, the pump appeared to be operating as expected. No other unusual events or alarms were captured in the log file. A specific cause for the low flow alarms could not be conclusively determined. The patient remained ongoing on vad support until they underwent a pump exchange on (B)(6) 2017. The device was returned and evaluated under medwatch MFR report #2916596-2017-02759. A correlation between the evaluation of (B)(4) and the malpositioned inflow conduit could not be conclusively determined. Refer to medwatch MFR report #2916596-2017-02759 for a full evaluation of the device. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a pump exchange on (B)(6) 2017 after having increased hemolytic markers.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 1 year and 1 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported on (B)(6) 2017 that the patient was known to have an overtly malpositioned inflow cannula by cardiac CT performed in (B)(6) 2016. No additional information was provided.